Event description:
It was reported that the piston on the pump was not moving properly and would not push up against the cartridge to deliver insulin. There was no adverse impact to the customer's blood glucose level. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.